Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The dilator was also received. Functional testing confirmed an air leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak remains unknown.

Event description:
During an atrial fibrillation pulmonary vein isolation procedure, an air leak was noted. The device was exchanged and the procedure was completed with no adverse consequences to the patient. During the procedure, when the agilis sheath was inserted, air was noted when drawing back through the side port. Attempts were made to reposition the sheath and draw back but air was repeatedly noted. The sheath was replaced with a new agilis and the procedure was completed with no adverse consequences to the patient.